Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant two pacing leads were attempted to be implanted but the tips broke. The pacing leads were not used and a replacement was implanted. No patient complications have been reported as a result of this event.